Event description:
A remstar device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust/dirt contamination and displayed error code e066 (stuck encoder b). The device was scrapped by the service center after the evaluation was completed.